Event description:
In 2007, the pt underwent an endovascular procedure to treat a descending thoracic aneurysm using a gore tag thoracic endoprosthesis. On an unk date, computed tomography angiography showed a distal type I endoleak and aneurysm enlargement. Measurements were not available. Approx seven months later, the pt underwent another endovascular procedure where another gore tag thoracic endoprosthesis was implanted. The endoleak and aneurysm growth were resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been concluded. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.